Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has an hdd error light lit up on the front of the cns. Customer confirmed that the raid status for both port 1 and port 2 says "failed" and are requesting replacement hard drives. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: on 08/02/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 08/17/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 08/23/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has an hdd error light lit up on the front of the cns. Customer confirmed that the raid status for both port 1 and port 2 says "failed" and are requesting replacement hard drives. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) had an hdd error light lit on the front of the it. They confirmed that the raid status for both the port 1 and port 2 hard disk drives (hdds) stated "failed" and they were requesting replacement hard drives. No patient harm was reported. Investigation summary: based on the information reported, we were able to confirm the reported issue. Unfortunately, we were unable to definitively determine a root cause of how the issue occurred. However, it is possible the issue was related to a user related error (due to either droppage (physical damage), an ungraceful/unexpected shutdown and/or corruption), which could have caused an issue with hdds (hard disk drives). Although we were unable to determine a definitive root cause of the reported issue, we have identified some potential causes below. User related errors, (including ungraceful shutdowns, or unexpected shutdowns), can lead to damage to sensitive components such as the hdds and can lead to error messages being displayed, such as communication errors or network disconnect errors. Also, set up and installation issues, (such as incorrect settings, maintenance and calibration issues, software related issues leading to data flow issues, incorrect connection, setup or connection of cables, monitors, devices etc.), can lead to a variety of different failures. If a setup/installation issue occurs, it is typically due to a user related error and/or file/software corruption. User related setup and installation issues can also lead to the cns device experiencing multiple issues and error messages being displayed. These error messages can occur on the cns when the used hours of the hdd exceed 20,000 hours. An hdd port error message prompts the user to check the condition of the hdd when it has exceeded 20,000 hours of runtime. Users may replace the hdd or may continue to use the hdd after inspecting the condition of the hdd. Failure to replace the hdd or inspect the hdd may lead to hdd failure. If there is no true issue with the hdd the timer can be reset, to resolve the issue, or after the replacement has been completed, the timer can also be reset. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had an hdd error light lit on the front of the it. They confirmed that the raid status for both the port 1 and port 2 hard disk drives (hdds) stated "failed" and they were requesting replacement hard drives. No patient harm reported.